Manufacturer narrative:
Based on the completed investigation, the b30 scope communication error was due to a leak in the connector. The root cause could not be established; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was found to display a b-30 scope communication error. There was no patient involved.